Event description:
Patient undergoing laminectomy. While using a codman straight pituitary clamp tip broke off in the vertebral disc. The physician was unable to retrieve the part to date there is no injury to the patient.